Event description:
Med ctr ambulance responded to a call for a cardiac arrest on 9/20/93 at 2055 hrs. This 87-yr-old man was found in asystole. During acls the pt converted to ventricular fibrillation. The paddle removed from defibrillator, placed on pt chest and charged to 200 watt seconds. During charging of the paddles, power to defibrillator lost. Loss of power included loss of power to the screen, EKG monitor and paddles. Immediate switch to battery two with attempt to re-energize the paddles. This was successful and 200 w/s delivered to pt. Pt converted to asystolic rhythm and then defibrillator failed completely, included loss of readable monitor, paddle monitoring and EKG readout.